Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the connector on the back of the unit was found to be broken. A second motor drive unit was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a broken pneumatic switch assembly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.